Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported by the customer that the cs300 intra- aortic balloon pump (iabp) display is blank. There was no patient involvement and no adverse event was reported. It is unknown when the event occurred.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and verified the reported display problem. To resolve the issue, the stm replaced the main board. The iabp passed all functional and safety testings and was returned to the customer and cleared for clinical use. Full name of event site: (B)(6) hospital.

Event description:
It was reported by the customer that the cs300 intra- aortic balloon pump (iabp) display was blank. There was no patient involvement and no adverse event was reported. It is unknown when the event occurred.